Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays that were provided and reviewed by a third party surgeon. X-ray review confirms that there is an oblique periprosthetic fracture of the proximal femur beginning just below the greater trochanter with minimal displacement in the ap view. There is lucency surrounding the tip of the femoral component. No dislocation noted. The information in the complaint suggests that the patient fall caused the fracture; however, the reason for the fall is unknown. Therefore, a definite root cause cannot be determined. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: shell porous without holes 52 mm o.d., pn 00620005221, ln 62633780, liner standard 32 mm i.d. For use with 50/52/54 mm o.d. Shells, pn 00630505032, ln 62794914, femoral head sterile product do not resterilize 12/14 taper, pn 00801803202, ln6286772, allen plug 20mm flange, pn 00801102020, ln 62790440. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial hip procedure on unknown date. Subsequently, the patient was revised due to periprosthetic fracture due to fall on unknown date. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.